Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood and contrast in the hub and lumen, with contrast in the balloon. Microscopic inspection of the balloon material and markerbands found no irregularities or defects. Microscopic inspection of the tip found no irregularities or defects. When an inflation device filled with water was used to inflate the device, water was found to be streaming from the tip of the device. Microscopic inspection revealed damage (perforation and stretched) 4mm proximal of the proximal markerband. The inner was stretched though out the balloon body. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, on the 1st inflation at 14 atmosphere for 30 seconds, the balloon ruptured. The ruptured balloon was removed from the patient completely. The procedure was completed with a 5x4x40 sterling balloon. No patient complications were reported and the patient's status was good.